Manufacturer narrative:
This report is being submitted as follow up no. 1. One used tr regular band assembly was received for product analysis at terumo medical corporation. The tr band regular assembly was returned with the tr band inflator. The returned components were decontaminated. After decontamination, the returned components were subjected to visual analysis where no gross anomalies were found with the nozzle of the inflator or with the construction of the tr band regular assembly. There was a notable stain from dried blood like substance visible on the magic tape. With no gross anomalies noted, the device was then subjected to functional analysis. The inflator was filled with 18ml of air, which was injected on to the tr band regular assembly. The large and small balloon inflated appropriately. The tr band regular assembly was then submerged under water and observed for air bubble formation. Bubble formation was observed within 5 seconds at the air injection port of the tr band regular assembly. Upon the realization where the air leakage was occurring, microscopic images of the air inlet port were taken to observe if any obstructions existed. No obstruction or deformation was observed. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The complaint could be confirmed per the functional tests that were performed. While no obstruction was viewed in the air inlet port under microscopy, the air inlet port did not properly seal causing the deflation of the balloons. This may be due to foreign material that was introduced when the inflator was introduced. This is likely not a manufacturing issue as the device is 100% leak tested and there was no deformation of the valve observed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they applied the tr band, inflated balloon, when removed syringe, balloon deflated. Valve not working. Removed and applied new tr band (same lot number) and it worked. Blood loss was reported to be less than 250 cc. The patient was stable and unharmed. The procedure outcome was reported to be successful.